Event description:
It was reported that 6 bd plastipak¿ luer slip syringes' packaging units were found open before use. The following information was provided by the initial reporter, translated from portuguese: "we identified that some syringes from bd, batch 2348865 fab 01.2023, came with open packaging on the sides... Even though they should come in packaging that guarantees sterility".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd plastipak¿ luer slip syringes' packaging units were found open before use. The following information was provided by the initial reporter, translated from portuguese: "we identified that some syringes from bd, batch 2348865 fab 01.2023, came with open packaging on the sides... Even though they should come in packaging that guarantees sterility"

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?: yes d.9. Returned to manufacturer on: 24-oct-2023 h.6. Investigation summary: photos and five samples received by our quality team for investigation. Through visual inspection, blister pack of product observed to be opened near the seal. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retained samples from the same lot were evaluated, no defects or issues observed. Based on the teams investigation, possible root cause is associated with film packaging failure. Installation / validation of film drop sensors will be implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10